Manufacturer narrative:
Device lot number, or serial number, unavailable. No device was returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the account felt that the straight suction was bent. The rep went on site and tested the instrument and was getting a distance to divot value between 2.1-2.9. The rep was unable to get anything below that. There was no patient present when this issue was identified.

Manufacturer narrative:
The suction was returned to the manufacturer for evaluation. Testing found the suction would not verify when attached to a known operational tracker as the unit returned high distance to divot values. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was noted that there was no visible damage, but the straight suction would not verify. No other new information was provided.